Manufacturer narrative:
Section a4: patient weight is unknown. Manufacturer's investigation conclusion: the heartmate mobile power unit (mpu) (s/n: (B)(6)) was evaluated following the reported event of patient cable damage. The mpu was returned to the service depot for evaluation. No physical anomalies were observed on the mpu or patient cable. The mpu was connected to a mock loop and run for several days without issue. No other tests were performed, and the patient was given a warranty replacement. The unit was forwarded to the product performance engineering (ppe) group for further analysis. The mpu and patient cable were returned to ppe in unremarkable condition. The cable connectors and connector pins showed no evidence of damage. The mpu was connected to a mock loop and the patient cable was flexed and manipulated; however, no alarms activated. The patient cable underwent continuity and insulation testing and passed without issue. Per the provided information, no alarm was associated with the event. The reported event was unable to be correlated to an issue with the mobile power unit. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 patient handbook (rev. D) section 2 - ¿how your heart pump works¿ cautions the user to never twist, kink, or sharply bend the mobile power unit patient cable, as it may cause damage to the wires inside. Heartmate 3 instructions for use (rev. C) section 4 - ¿system monitor¿ and heartmate 3 patient handbook (rev. D) section 6 - ¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a replacement of mobile power unit (mpu) was requested due to mpu patient cable damage.